Event description:
The physician was performing a procedure using a 6f arstasis kit. As the physician advanced the guidewire he reportedly felt resistance. The physician manipulated the device in an attempt to advance it into position in the vessel. The physician reported a tactile sensation of the device popping in and believed that the device has advanced to position. He retracted the plunger and pulled back on the device and noted the sheath was not attached. A vascular surgeon was called in to recapture the device. The procedure was completed and the pt recovered without complication.

Manufacturer narrative:
The device was not returned for inspection. A CAPA investigation has been conducted into the identification of a root cause for sheath detachments and as a result of the investigation arstasis has identified a design improvement, new spec and new test method that are intended to reduce the incidence of sheath detachment. The design change was reviewed by the (B)(4) as a special 510 (k) submission and has been cleared (k102728). (B)(4) 2010.